Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to an unknown product performance issue. Another rv lead was successfully implanted. No additional adverse patient effects were reported.